Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. Insulin pump had crack in casing. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.